Manufacturer narrative:
The MFR's service rep performed an on site investigation and worked on the x-ray tube. No conclusion can be drawn as add'l repair info is unavailable.

Event description:
The customer reported the x-ray tube needed to be replaced. No pt injury was reported.